Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that their device was implanted maybe 12 years ago and in 2018 they had their battery replaced, and a year or so ago it just stopped working. Pt said they could feel the vibration when they ran the number up but they went to pads and since then they developed 2 kinds of cancer and were unable to get an MRI because of their device and were considering device removal. Pt said they had surgery last week on the 13th and will need more surgery, a 2nd investigative surgery. Pt said, yesterday ((B)(6) 2023), after sitting for a long time, suddenly, they experienced so much ins site pain, they would give it a 10, they hung onto things after they stood up and they had a hard time walking. Pt said they kept pressing and rubbing and it got better but the longer pt sat the worse it was, they think it was hitting a nerve. Pt said, they put ice on it but did not help at all. Pt said, their healthcare advocate, wanted them to turn stimulation off but they hadn't used their equipment in 6 months. Patient services offered assistance to use their control equipment to turn stimulation off and worked with pt and their equipment, and after resolving communicator not found pt was successful to synch with their ins and turn stimulation off. After turning stimulation off pt said the ins site pain was not better. Patient services recommended pt contact their doctor to let them know about the issue and to discuss next steps. The patient mentioned unrelated medical history. This included pt said they did not use their control equipment to turn off stimulation before the surgery they had last week on the 13th.